Event description:
Customer regularly fills his cartridge with around 260 units, but has been receiving readings of about half that amount at the completion of the load sequence. Reportedly, there was no impact to the customer blood glucose levels.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.